Event description:
During a routine followup, it was noted that the device was at eri. Premature depletion was suspected. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
The device was returned for analysis and was found to be within the estimated longevity. In addition, the device battery voltage function was tested and found to be normal. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of premature eri could not be conclusively determined.